Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's pacing function did not work on a patient. There was no negative patient impact.

Event description:
It was reported to philips that the device's pacing function did not work on a patient. There was no negative patient impact.